Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an unknown "poor lead contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The ECG lead cable was not returned to zoll for evaluation as part of this investigation. Reports of this nature do not meet our guidelines for reportability and this medwatch report was submitted in error. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "lead fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.